Event description:
It was reported that (1) tsw35 was used during a appendectomy procedure. It was reported by the affiliate that the device did not cut. Opened another device to complete the case. There was no consequence to patient.